Event description:
Based on additional information received on 28-nov- 2017, the case was upgraded to serious as an event of device malfunction was added. This case was cross referenced with case: (B)(4) (cluster). This unsolicited case from united states was received on 28-nov-2017 from a nurse. This case concerns (B)(6) year old female patient who received treatment with synvisc one and later after unknown latency had knee swelling. Also device malfunction was identified for the reported lot number. No medical history, concomitant medication or concurrent condition was provided. Patient had repeat synvisc one injection. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection once (dose and indication: unknown) (batch/lot number: 7rsl021, expiry date: may-2020). On an unknown date in (B)(6) 2017, after unknown latency, patient complained of knee swelling. Corrective treatment: not reported for knee swelling. Outcome: unknown for both events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criteria: important medical event for device malfunction additional information was received on 28-nov-2017. The case was upgraded to serious. Additional event of device malfunction was added along with details. Global ptc number and results were added. Clinical course was updated. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow-up dated 28-nov-2017: this case concerns a female patient who received synvisc one injection and later had right knee swelling. A temporal relationship can be established with the product administration. Also, the concerned lot number has been identified to have malfunction by the company. Thus, the causal relationship of the events to the products cannot be excluded.